Manufacturer narrative:
According to the limited information received from the field, the recipient experienced a sudden decrease in hearing performance last year, combined with headache and dizziness when wearing the processor. Prior to that, since initial activation in 2015, the user was very satisfied with the device. Received in situ measurements point to a functional device, with only one channel affected from high impedance, which was subsequently deactivated. A contribution of a device unrelated issue cannot be ruled out, as the user does judo sports and is unsure whether an accident could have led to the current issue. Further, headache and dizziness are known post-operative side effects of ci implantation. The device will stay implanted and in use and the recipient will be monitored by the clinic. No further information could be retrieved, despite requested.

Event description:
The user reports that he benefited a lot from the his implant from 3 months onwards after implantation. According to the user his hearing suddenly got worse around one year ago. Subjectively, predominantly hearing of deep sounds was affected, sounded "strange". Shortly after, 1 channel was deactivated. Further, currently the implant system does not give the user enough loudness impression. When maximum confort levels were increased, sensation suddenly changes from "too soft" to "unbearably uncomfortable". Above that, the user reports headaches, becoming pale and feeling dizzy when wearing the processor on the left side. The recipient is unsure whether an accident may have led to the issue as he does judo sport.

Manufacturer narrative:
Conclusion: device investigation did not show any device defect or malfunction which is expected to have been present whilst implanted. Mechanical damage i.e. Cut into electrode, found during investigation is attributable to the removal surgery. According to the limited information received from the field, the recipient experienced a sudden decrease in hearing performance in 2018, combined with headache and dizziness when wearing the processor. Prior to that, since initial activation in 2015, the user was very satisfied with the device. Received in situ measurements point to a functional device, with only one channel affected from high impedance for undetermined reasons, which was subsequently deactivated. A contribution of a device unrelated issue cannot be ruled out, as the user does judo sports and is unsure whether an accident could have led to the current issue. Reportedly, the user has similar problems with the new device. Further, headache and dizziness are known post-operative side effects of ci implantation. This is a final report.

Event description:
The user reports that he benefited a lot from the his implant from 3 months onwards after implantation. According to the user his hearing suddenly got worse in 2018. Subjectively, predominantly hearing of deep sounds was affected, sounded "strange". Shortly after, 1 channel was deactivated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that he benefited a lot from the left implant from 3 months onwards after implantation. According to the user his hearing suddenly got worse around one year ago. Subjectively, predominantly hearing of deep sounds was affected, sounded "strange". Shortly after, 1 channel was deactivated. The implant system does not give the user enough loudness impression. When mcls get increased, sensation suddenly changes from "too soft" to "unbearably uncomfortable". Above that, the user reports headaches, becoming pale and feeling dizzy when wearing the processor on the left side.